Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-04081 and 3005099803-2012-04082 address these devices. It was reported to boston scientific corporation that two trapezoid rx lithotripter compatible baskets were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure with pancreatic stone removal performed on (B)(6) 2012. According to the complainant, the patient was being treated for a large calcified/very hard stone in the pancreatic duct. The physician made several unsuccessful attempts to crush the stone with a variety of non-bsc baskets; however, the stone was too hard for lithotripsy to be performed using these baskets. The physician then attempted stone lithotripsy using a rx lithotripter compatible basket (mr # 3005099803-2012-04081) in conjunction with an alliance handle; however, the stone remained intact and the basket tip failed to detach. Additionally, the physician noted that the force exerted on the device by the alliance handle bent the basket handle's thumb ring. A second rx lithotripter compatible basket (mr # 3005099803-2012-04082) was used with the same alliance handle in an attempt at lithotripsy, but the same issue occurred. The stone failed to break up and the basket tip failed to detach. In addition, the thumb ring bent as a result of the force exerted on the device. The procedure was not completed due to this event. The patient has been rescheduled for an ehl (electrohydraulic lithotripsy) procedure. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Concomitant medical product - olympus basket. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. However, the trapezoid rx lithotripter compatible basket directions for use (dfu) notes that "the device is not indicated for use within the pancreatic duct."